Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a calibration error and change sensor alarm on the insulin pump. The customer's blood glucose level was 176 mg/dl. The troubleshooting was performed. The customer was advised to wait until blood glucose are stable to calibrate. It was explained to the customer that 2 consecutive calibrations error will lead to a change sensor alert and the sensor need to be replaced. The customer was advised to monitor and call back if further assistance is needed.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.